Event description:
The doctor was performing a surgical extraction and bone graft in the socket of #13 tooth on (B)(6) 2026 on a 75-year-old female patient. They got the patient back on (B)(6) 2026 to take an xray and discovered the broken piece. They saw her then on (B)(6) 2026 to remove the piece. They had to numb her to open the site back up to remove the broken piece and place a new graft and suture it up again. The very tip broke off and became lodged. They had a follow up with the patient on (B)(6) 2026 with no other complications other than that the patient will be sore for a while. They were using a henry schein surgipro 45 handpiece.

Manufacturer narrative:
Reporting criteria a: an event has occurred - yes. Reporting criteria b: the manufacturer's device is suspected to be a contributory cause of the incident- yes the device broke in use. Reporting criteria c: the event led, or might have led, to one of the following outcomes: death of a patient, user or other person; serious deterioration in state of health of a patient, user or other person.- yes initial report submitted ref (B)(4), a follow up report will be submitted once the investigation is completed.